Event description:
The rptr stated that the device stopped infusing. States that the device was returned to him with a note stating that the device had some sort of error message during infusion.

Manufacturer narrative:
Customer has returned the device to the MFR and is currently in eval. Once the eval is complete the MFR will file a f/u report detailing the results of the eval.